Event description:
Caller alleged discrepant results compared with the lab. Results as follows: week: 1, inratio: 4.0; 2, 4.4; 3, 4.2, lab: 3.5. Patient went immediately to the lab after meter reading.

Manufacturer narrative:
Investigation pending.